Event description:
A 16 mm diameter x 8.5 cm length aneurx iliac stent graft was inserted into a pt for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that when the stent graft deployment was initiated the graft cover did not retract. The quick relsease button was found disangaged and it is unk if that occurred during removal of the delivery system from the packaging or during the procedure. The physicain reconnected the quick release button and successfully completed the case. No clinical sequale were reported and the pt is fine. The device was not returned to medtronic for analysis.